Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type, update the event problem and evaluation codes, and update the investigation results. Investigation: the complaint of the catheter having distortion in the image could not be investigated because the device was not returned for evaluation. Attempts were made in requesting the return of the catheter involved with the reported incident. However, the catheter was not received. Therefore, we were unable to confirm or reproduce the issue based on the information provided.

Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
Catheter had distortion in the image. No additional information was provided.